Manufacturer narrative:
This catheter is indicated for ptv indications. It was being used off label for a bronchoscopy procedure. It is unk as to what pressure the balloon burst at or if an inflation device with pressure gauge was used as is recommended in the instructions for use. A sample catheter from inventory was pulled and tested. It exceeded the rbp of 15 atm and didn't burst until 20 atm. The catheter performed according to specifications.

Event description:
During a bronchoscopy procedure, the balloon ruptured below the rated burst pressure. Pt is fine.